Event description:
It was reported that during a laparoscopic gastric bypass procedure, the blade broke off of device. The sales rep. Stated that several unknown error codes occurred and when the device was being tested outside of the patient, the blade fell off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. (B)(4).